Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to have low o2 (yellow light). This was due to loose tie wraps which led to the malfunction.